Manufacturer narrative:
D4 - expiration date and primary UDI number; corrected. D9: date returned to mfg.: 10/3/2024. H3 and h6. Evaluation codes: updated. Product totaling twenty-five units received for investigation in original packaging and appear unused. Performed visual evaluation and comparison of the lot number on the box label and lot number printed on the assemblies. Finished assembly are identified as required with lot number traceability, no problem identified. No actions are being implemented as the finished assembly is identified as required, no problem identified. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. E3 - initial reporter occupation unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that with the device there was a discrepancy between the lot number printed on the box. There was no patient involvement, and no patient harm reported.